Event description:
Staff rn informed this reporter of possible faulty kangaroo pump tubing. Staff rn was replacing tube feeds for patient when rn noticed new tubing to be in opposite order than what they usually are. In the faulty tubing set, tubing that delivers enteral feeds is positioned to the left and tubing that delivers flushes is positioned to the right. Both enteral tubing and flush tubing y connect into pump. Since they were opposite when rn programed "feed rate" in kangaroo pump the flush infused as opposed to feed and when rn programed "flush" enteral feeds infused. At this point reporter was notified and new tubing with different lot number was provide and functioned properly. Reporter informed equipment and supplies manager and provided tubing in question for further investigation.